Event description:
It was reported that deflation issue and removal difficulty occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous renal artery. A 6.0mm x 18mm x 150cm express vascular sd stent was advanced and dilated the target lesion at nominal pressure. However, it was unable to deflate the balloon well and as a result, there was difficulty in retracting the balloon catheter back into the guide catheter. The stent was then deployed at the target lesion and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the delivery system balloon of the 6.0mm x 18mm x 150cm express¿ vascular sd stent was inflated once for 30 seconds at 6 atmospheres. The balloon was able to be deflated "as time passes" and was able to be withdrawn back into the unspecified size mach 1 guide catheter. The patient did not experience any symptoms during this event.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system with an express sd shelf box and carrier tube/hoop. The batch number on the returned device and packaging matched the reported batch. The balloon was loosely folded. Visual and microscopic inspection of the device presented no damage or irregularities. Because the guide catheter used in the procedure was not returned with the device, functional testing was performed using an 6f mach 1. The express sd was advanced through the guide catheter with no unusual resistance. An inflation device filled with water was used to pressurize the device. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 10 seconds which is within specification. The stent delivery system was then withdrawn from the guide catheter with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that deflation issue and removal difficulty occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous renal artery. A 6.0mm x 18mm x 150cm express¿ vascular sd stent was advanced and dilated the target lesion at nominal pressure. However, it was unable to deflate the balloon well and as a result, there was difficulty in retracting the balloon catheter back into the guide catheter. The stent was then deployed at the target lesion and the procedure was completed. No patient complications were reported and the patient's status is good.